Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to patient could not inflate/ deflate. Pump and cylinders explanted and replaced.